Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10136279. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products: prowler select plus (15795323, 606s255x). New stent (details unknown). New microcatheter (details unknown). This is report 2 of 2 related to (B)(4).

Event description:
The procedure was embolization of intracranial aneurysm assisted with stent. The surgeon put the prowler select plus (15795323, 606s255x) microcatheter in place and pushed the enterprise stent (10136279, enc452212). He felt friction prior to approaching to the target lesion. He had to withdraw them as a unit and changed new stent and microcatheter to complete. No adverse event on the patient.

Manufacturer narrative:
A non-sterile prowler select plus 150/5cm microcatheter was received coiled inside of a plastic bag. In addition the involved enterprise device was received separated in plastic bag. The stent was received deployed inside of hub; it was removed from the hub for analysis. There was no evidence of visual damage on the delivery wire or the stent. If the device is removed from the microcatheter without the introducer being fully seated in the hub, the stent will expand and deploy in the hub due to the gap between the catheter shaft and the introducer. There was no report of stent deployment and it was reported that the devices were removed as a unit; therefore, it appears that the deployment in the hub likely occurred post procedural use. With microscopic analysis of the stent there was evidence of dried blood residues; no other anomalies were observed. The microcatheter was inspected and it was found bent from the proximal end of hub and dry blood along the body. No damages were noted on the hub; however, dried blood was found inside of the hub. The microcatheter was inspected under microscope; with confirmation of the bend on the body. The ID from the microcatheter was measured and was found within specification. Functional analysis using the delivery wire, without the stent which was deployed, was attempted with introduction into the received microcatheter; however, the delivery wire only advanced 34cm due to the microcatheter was severely filled with dried blood residues. The functional analysis with the delivery wire (without stent) was re-attempted with a lab sample microcatheter lab and it was successfully advanced through without any difficulty. An attempt was made to flush the received microcatheter using a lab sample syringe (B)(4); however the flush solution did not come out the distal end of the microcatheter. After that a guide wire .018¿ lab sample was introduced into the microcatheter and it could not advance beyond 37cm from hub. The guide wire was removed from the device. A guide wire .018¿ lab sample was then introduced into the microcatheter from the distal end of tip of device and it would not go beyond 105cm from distal end. The guide wire was removed from the device. The microcatheter was cut at 38 cm from hub. After that the guidewire was inserted from the hub again and additional force was applied to it; residues of dried blood were expulsed from the cut section. A review of the manufacturing documentation associated with this prowler select plus lot presented no issues during the manufacturing process that can be related to the reported complaint. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10136279. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The inability to advance the enterprise vrd through the prowler select plus was confirmed with functional testing and with functional testing was found to be due to blockage of the prowler inner lumen by dried blood residues. Functional tested was limited to insertion of the delivery wire since the stent was received deployed; when the functional analysis was performed with a microcatheter lab sample and the delivery wire, no resistance was experienced. The root cause of the reported event cannot be conclusively determined with review of the reported information; however, based on the analysis it appears to be due the procedural factor of not maintaining an adequate continuous flush as outlined as necessary in both the enterprise vrd and prowler select plus instructions for use. There is no indication of a relationship to the manufacturing process of either device and the devices did not present with any indication of any defects or anomalies that may have contributed to the reported event. Additionally inspections are in place to prevent devices with damages that may contribute to this type of event from leaving the facility. The records indicated that the products met specifications prior to shipment and the device labeling outlines appropriate techniques/use related to the identified potential procedural factors contributing to the event. Therefore no corrective or preventive actions will be taken at this time. This is 1 of 2 reports associated with (B)(4).